Event description:
It was reported that the graphical user interface display on a 980 ventilator was flashing on and off. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and could not duplicate the reported event. The se performed calibrations and extended self-testing on the device and all tests passed.